Event description:
A certified diabetes educator reported receiving erratic readings obtained on a precision xtra blood glucose meter at their healthcare facility. In blood glucose tests caller reported receiving readings of 2.1 mmoi/l and 6.3 mmoi/l, and in a separate instance reported receiving readings of 6.8 mmoi/l result of hi (>27.9 mmoi/l). The first set of readings fell into the "b" zone when plotted on a parkes error grid, and the second set of readings fell into the "c" zone when plotted on parkes error grid, showing the difference in values to be clinically significant. Caller additionally reported that based on the low readings obtained, a particular pt's diabetes medication was decreased (gluconorm). There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.